Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2018-00714. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the left hepatic artery using ruby coils and a ruby coil detachment handle (handle). During the procedure, the physician successfully placed multiple coils using a non-penumbra microcatheter. The physician was then unable to detach a ruby coil using the handle. Therefore, the physician attempted to manually detach the ruby coil, however, the ruby coil still did not detach. The pusher assembly was, therefore, retracted to be removed, however, the physician felt resistance while retracting and the ruby coil unintentionally detached in the target location. The procedure was completed using an additional ruby coil, the same microcatheter, and the same handle. There was no report of an adverse effect to the patient.